Event description:
It was reported that a patient had passed away. An obituary was found stating the patient had passed away in his residence. From follow up with the company representative who reported the event, no further follow-up could be performed to the physician as no further information was known about the patient. Although it was indicated that the cause of death was not believed to be related to vns, the physician had not seen the patient in years and therefore would not be able to provide an accurate assessment of the cause of the death. Follow up with the funeral home indicated that the patient was buried soon after; likely the device was not removed and was left implanted in the patient. No death certificate could be obtained. No additional relevant information has been received to date.